Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when he attempted to bolus. The customer was unable to perform a 5.0 unit fixed prime because he received a max fill tubing alert and a button error alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump seated without the reservoir at the start of the displacement test and alarmed no delivery due to damage motor furon seal. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unable to perform displacement test due to excessive no delivery alarms. The insulin pump has cracked case at the display window corners, cracked battery tube threads, stripped battery cap coin slot and minor scratched display window.